Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of a break in aseptic technique and peritonitis with culture positive for staphylococcus epidermidis in a patient coincident with dianeal pd2 unknown therapy for automated peritoneal dialysis (apd). On an unreported date, the patient experienced a break in aseptic technique, further described as poor hygiene, does not regularly bathe or change exit site dressing. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On an unreported date, the patient began remedial therapy with vancomycin (500mg/l, ip, frequency not reported) and cotrimoxazole (800/160 tab, frequency not reported). The cause of the peritonitis was break in aseptic technique. Action taken with dianeal therapy and the outcomes for the events were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of break in aseptic technique.